Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2010, the patient was diagnosed with silent ischemia and underwent cardiac catheterization. Target lesion was a de novo lesion located in the mid left anterior descending artery (lad)with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with pre-dilatation and placement of 3.50 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. On the next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with worsening shortness of breath on exertion, chest fullness, edema of lower legs and fatigue. The patient was diagnosed with unstable angina and was hospitalized on the same day. At the time of event, the patient was on open label prasugrel and was not taking aspirin which was last taken in (B)(6) 2013 and study drug per protocol was last taken in (B)(6) 2012. Cardiac catheterization was recommended. On the same day, coronary angiography revealed: widely patent unknown stent in proximal lad, ¿severe 80% stenosis of the proximal edge of the previously placed unknown stent in lad¿, ¿proximal to the stent edges is an area of 80% hazy stenosis¿; patent diagonal. The 80% proximal edge restenosis of the study stent in mid lad was treated with balloon angioplasty and placement of 3.5 x 12 mm promus element stent extending from proximal lad to mid lad resulting in 0% residual stenosis. The tvr was performed in proximal lad extending to mid lad which was confirmed in the site. On the next day, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and plavix.